Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler reloads and jaw were not working properly. The customer indicated malformed staple issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the two sureform staplers were used in the same procedure. The customer confirmed the procedure was completed robotically with no injury to the patient. A backup stapler was used to resolve the issue. The customer confirmed the staplers were inspected prior to use and no damage or anything out of the ordinary was found. The customer explained the jaws were not working properly. The customer did not know the color reload but stated the surgeon selects the reload color based on preference. The staplers did not work at all in the procedure and were not used for long. The events occurred in the first two stapler fires. The customer did not know of any errors/messages generated at the time of the issue. The customer stated the surgeon did not encounter clips, staples or other hard materials between the jaws. The customer did not know if buttress material was used, if there were malformed staples, or holes in the staple line. The customer did not experience clamping issues. The tissue was not calcified, exposed to radiation or chemotherapy, under tension or bunched. The reload is not available for return. There are no images/videos available for review. The customer did not know the type of procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the black reload used during this event, but the product was not available for return. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The stapler was retested and passed both in-house tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly no errors appeared during in-house testing. A review of logs showed no firing failures. No damage was found. There was no problem detected. Additional observation not reported by site: the instrument was found to have repeated clamping failures based on log review, but not replicated during in-house testing. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The stapler clamped and fired without any issues.